Manufacturer narrative:
Approximate age of device ¿ 1 year, 3 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient presented to the emergency department with an active gastrointestinal (gi) bleed after feeling fatigued with a lack of energy for a couple days. The patient received a blood transfusion of 2 units of packed red blood cells and no scope was completed due to the patient having no active bleed while inpatient. Anticoagulation was held from admission on (B)(6) 2018 when coumadin was restarted. No source of bleeding was confirmed. There was no more active bleeding after the patient was admitted and the patient's hematocrit stabilized. No additional information was provided.